Manufacturer narrative:
Patient¿s weight is unknown. Device is an instrument and is not implanted or explanted. Complainant part is expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn as no product was received. Device history review: supplier location: (B)(4)- manufacturing date: august 4, 2010 - no non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the surgeon was drilling at an angle that caused the drill bit to break. The surgeon attempted to remove the broken piece from the patient, but was unsuccessful. He made the final decision to leave the piece inside the patient along with the variable angle tarso-metatarsal implants. A three minute surgical delay was reported along with a patient outcome of ¿good.¿ this report is 1 of 1 for (B)(4).